Event description:
A ventilator was returned to the MFR alleging the display was black. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The ventilator's inverter pca was replaced to address the issue.